Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section.the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in her sleep after having been sent home from the hospital due to breathing complications. The customer's brother in law stated that he was not sure of the exact cause of death. He noted that the customer had been on dialysis and had also had heart surgeries, although he was not sure of the details. The blood glucose reading at the time of death was unknown. The customer had been wearing the insulin pump at the time of passing, and the device was removed by emergency workers upon their arrival. The caller was asked to return the insulin pump for analysis. He advised that he would call back with the rest of the customer's information on devices. Nothing further reported.